Manufacturer narrative:
(B)(4). Incomplete firing, cartridge. Additional information was requested and the following was obtained: just for clarification, the device would not fire (no staples deployed and no cut line)? Yes, no staples were deployed and no cutting line was formed. The analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload present. The cartridge reload had the proximal 10 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. In addition the cartridge was received with the left gripping surface broken off making the reload nonfunctional. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it was impossible to use the device from the beginning. The device blocked. No staples were formed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.